Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that during an afib ¿ persistent procedure, when the physician perforated left atrium, the patient's blood pressure dropped. Transesophageal echocardiogram (tee) confirmed pericardial effusion. Pericardiocentesis was performed and 1 liter of fluid was removed. The patient was stabilized and under observation at the ICU. The physician believed perforation was caused by stryker re-processed lasso catheter.

Manufacturer narrative:
The bwi equipments involved are: carto system (serial #(B)(4)); stockert generator (serial #(B)(4)); coolflow pump (serial #(B)(4)); (B)(4).